Manufacturer narrative:
This report is filed january 27, 2016.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site resulting in extrusion of the receiver/stimulator unit. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device.